Manufacturer narrative:
Please invalidate this medwatch report as the medical device has been voided. The event related to the case (B)(4) is further reported under 0009613350-2021-00341. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Please invalidate this medwatch report as the medical device has been voided. The event related to the case (B)(4) is further reported under 0009613350-2021-00341.

Manufacturer narrative:
Medical products: znn, cmn lag screw, 10.5 mm, 90 mm, including set screw; catalog #: 47-2485-090-10; lot#: 2968566. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to implant fracture. During the surgery, since the femoral neck screw and both lips got fractured, the devices could not be explanted. There was a surgical delay of 60 minutes.